Event description:
It was reported that pci was performed. The guide wire crossed both mid lad and the diagonal, then pre-dilatation was performed with another company's dilatation catheter, and another company's stent was implanted. Upon reviewing the cine angiogram, the guide wire tip was found to have perforated the peripheral of the coronary, but the procedure was closed without any treatment. Twelve hours after the procedure, tamponade was observed. The pt was reported to be doing fine.